Event description:
(B)(6). It was reported that a thrombus occurred. In (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 30mm watchman laa closure device & delivery system (wds) were used. The device was implanted successfully with complete laa seal. Prior to the index procedure, aspirin was administered and after the implant the subject was started on clopidogrel. The subject was discharged. In (B)(6) 2020, the subject presented for their 12-month transesophageal echocardiography (tee) follow up which revealed a thrombus on the atrial facing surface of the watchman device. The thrombus was non mobile and had a maximum area of 0.4 cm2. The subject was on aspirin and clopidogrel at the time of follow up. The subject is continuing the study without any issues.